Manufacturer narrative:
(B)(4). No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records for the articular surface did not find any deviations or anomalies. This device is used for treatment. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Event description:
It is reported that patient was revised due to instability.